Event description:
Covidien received a report that this n20 portable pulse oximeter is missing a segment in the heart rate portion of the window. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).